Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus service operation repair center (sorc), there was the possibility that this phenomenon was attributed to the water immersion. The water immersion was attributed to the applying the external force to the subject device or the camera cable twist due to the inappropriate handling by the user. Olympus stated the appropriate handling of otv-s7proh-hd-12e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-12e.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the endoscopic image of the subject device was not displayed by the short circuit or the corrosion of the electrical circuit due to water immersion. There was no report of patient injury associated with the event.